Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, the lens was damaged when implanted. There was patient contact and procedure was completed on the same day. Additional information has been requested.

Manufacturer narrative:
Based on information received following submission of the initial report, this report no longer meets complaint criteria. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received and stated that when loading the lens, the post went over the lens but did not engage the lens. The surgeon was worried the lens may have been scratched and he wanted to open another lens. So the damage occurred during loading and there was no patient contact. Additionally the surgeon was suspecting injector as suspect.